Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a no delivery alarm on the insulin pump. Customer stated that she was giving herself a bolus when she received the no delivery alarm. Troubleshooting was performed and customer stated that the insulin did not exit the tubing. Customer stated that the pump alarmed no reservoir. Customer reported the insulin exited the tubing after pushing insulin slowly with a plunger. Customer was advised that the pump was working as designed and the alarm was caused by an infusion set or reservoir occlusion. Customer was advised to replace the infusion set.